Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced extrusion of the device, subsequently the patient was treated with steroids (date and type not reported) prior to explanting the device. The device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted january 16, 2017.